Manufacturer narrative:
(B)(4)

Event description:
It was reported "pump was on patient and had helium loss 2 alarm".at the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported "pump was on patient and had helium loss 2 alarm". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a pcs assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pcs assembly was performed, and no abnormality was noted. Each valve of the pcs assembly was connected to a 12v dc power supply to check proper function. Each valve responded properly to the 12v supplied with an audible click, indicating proper valve function with no stuck valves. The pcs assembly was installed into a known good lab inventory ac3 for functional testing. The pump started up successfully. Pumping was initiated. The leak test was performed and passed both source side and patient side. The pump was then left to run for over 1 hour and no alarms or errors occurred. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "helium loss 2 alarm" is confirmed based on the iabp log files. The returned pcs assembly passed functional test specifications. The alarm files showed a helium loss alarm. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.